Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the system displayed a system message, surges and has aspiration issues during a cataract extraction with intraocular lens implant procedure. The surgeon noted that poor aspiration happens during both phacoemulsification and irrigation aspiration modes. The surgeon also noted the time it takes him to do a surgical case has increased. Surgery was completed using the same system and accessory with no impact to the pt.